Event description:
It was reported that latitude data was analyzed for under-sensing of atrial activity. Technical services recommended troubleshooting options on the atrium channel because it is possible that there is loss of capture. No adverse patient effects were reported. This right atrial lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that latitude data was analyzed for under-sensing of atrial activity. Technical services recommended troubleshooting options on the atrium channel because it is possible that there is loss of capture. No adverse patient effects were reported. This right atrial lead remains in-service.